Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Lastly, d5, e1 establishment name, e2, and e3 have been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found that the suction cylinder had no color, insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover, and the play of upward/downward knob was out of the standard value due to wear of angle wire. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope bending section cover adhesive exhibited foreign objects. There were no reports of patient involvement.